Event description:
It was reported to philips that the system could not start up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up. During troubleshooting, the fse found that the system was unable to power on. After disconnecting the mpdu (mains power distribution unit) output, the power switch failed to close. The fse concluded that the cause of the malfunction was the mpdu. To resolve the issue, the fse replaced the mpdu. Following the replacement, the system was restored to normal operation and returned to service in good working condition. The codes were updated based on the investigation outcome.